Event description:
It was reported that the patient experienced intermittent no power alarm on mobile power unit (mpu) despite power to the house/ outlet. The patient was brought to the clinic and was attached to the power module. Immediately, alarms of one missing power source occurred despite both black and white cables attached to wall power. It was noted that there were exposed wires on the white controller lead. The controller was exchanged. Log files were sent for analysis due to the no power alarms at home and the customer was concerned if there were no issues with the mpu. The event log captured some low voltage hazard events on (B)(6) 2023 while using the mpu. It appeared that there was total loss of power to the mpu that lasted for about 2 minutes. Additional information was received that the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. The mpu was not removed from service. The customer also reported that upon further investigation, the mpu was ruled out as the product with the issue as the controller had exposed wires that were cut all the way through the insulation layers. The controller was exchanged, and no alarms reoccurred. Related MFR for the mpu: 2916596-2023-06123.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of ¿power alarms¿, a loss of external power while connected to the mobile power unit, and damage to the white power cable of the system controller were confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis with a hole in the outer jacket and shield of the white power cable. The underlying wires of the cable were able to be observed through the hole. A log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 5 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. An atypical loss of external power event was active on (B)(6) 2023 06:11:41 ¿ 06:13:21 that was coincident with low power hazard and power cable disconnect alarms. This event appears to be due to dual atypical power cable disconnect alarms coincident with rsoc invalid faults on both power cables. This event occurred while connected to the mobile power unit. Pump operation was not affected. Intermittent atypical power cable disconnect alarms coincident with rsoc invalid faults on the white power cable were active on (B)(6) 2023 between 00:41:02 - 11:12:49. These alarms occurred on all external power sources. The driveline was disconnected on (B)(6) 2023 at 11:12:51 for a system controller exchange. There were no notable alarms active in the log file. The system controller was functionally tested with a mock loop, test system monitor, and test power module. During testing the white power cable was manipulated by hand and a connect power alarm became active; this alarm is recorded as a power cable disconnect alarm within the log file. The continuity of the underlying wires was tested in each cable and the white power cable's brown, and yellow wires were found to be electrically compromised to the shielding of the cable. The cables were replaced with functioning test cables and connected to a mock loop and the controller was able to run for an extended period and support pump function for the extended operation without issue. The white power cable¿s outer jacket was removed, and the brown and yellow wire were found to be severely damaged at the site of the observed damage. The brown wire is responsible for the controller¿s battery gauge/rsoc (damage to the brown wire would cause atypical power cable disconnect alarms to occur). Additional information provided on 23aug2023 stated that no alarms have reoccurred since the controller was exchanged. The root cause for the power cable disconnect alarms was conclusively determined to be due to the damage to the underlying wires of the white power cable; however, the cause of the damage to the wires and the dual atypical power cable disconnect was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2020. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.